Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed an ECG falloff test. The cause for the failure was isolated to a broken lead -1 wire in the cable connecting ecgs "c&d". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the ECG electrodes were non-functional.